Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of right essure coil') and pelvic pain ('severe and persistent pelvic') in an adult female patient who had essure (batch no. B34599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. Other product or product use issues identified: device ineffective "rt side of tube didn't seal with essure". The patient's medical history included breast cancer and ovarian cancer. Previously administered products included for an unreported indication: depo shot. Concomitant products included amoxicillin from 1996 to 2003, duloxetine hydrochloride (cymbalta) since 2013, fluoxetine hydrochloride (prozac) since 2013, medroxyprogesterone acetate (depo provera) and phentermine (adipex) since 2017. On (B)(6) 2013, the patient had essure inserted. From 1996 until 2013, the patient received ibuprofen at an unspecified dose and frequency. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding that got worse after essure/heavy bleeding"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles that got worse after essure") and vulvovaginal discomfort ("vaginal pressure and irritation"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced depression ("depression"). In 2015, the patient experienced ovarian cyst ("ovarian cyst"). In 2017, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("memory issues"). The patient was treated with surgery (n (B)(6) 2015 total hysterectomy with bilateral salpingectomy and on (B)(6) 2015 total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ovarian cyst, vulvovaginal discomfort, depression, memory impairment and feeling abnormal outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular had resolved. The reporter considered abdominal pain, depression, device dislocation, feeling abnormal, genital haemorrhage, memory impairment, menstruation irregular, ovarian cyst, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013; 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: rt side of tube didn't seal with essure. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received- medial history and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of right essure coil"), pelvic pain ("severe and persistent pelvic") and genital haemorrhage ("abnormal bleeding that got worse after essure/heavy bleeding") in a female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "rt side of tube didn't seal with essure". Concomitant products included amoxicillin from 1996 to 2003, duloxetine hydrochloride (cymbalta) since 2013, fluoxetine hydrochloride (prozac) since 2013, medroxyprogesterone (depo provera) and phentermine (adipex) since 2017. From 1996 until 2013, the patient received ibuprofen at an unspecified dose and frequency. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles that got worse after essure") and vulvovaginal discomfort ("vaginal pressure and irritation"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced depression ("depression"). In 2015, the patient experienced ovarian cyst ("ovarian cyst"). In 2017, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("memory issues"). The patient was treated with surgery (on (B)(6) 2015 total hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ovarian cyst, vulvovaginal discomfort, depression, memory impairment and feeling abnormal outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular had resolved. The reporter considered abdominal pain, depression, device dislocation, feeling abnormal, genital haemorrhage, memory impairment, menstruation irregular, ovarian cyst, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013; 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: rt side of tube didn't seal with essure; on an unknown date. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and medical record received: lot number,reporter information, lab data, product information, concomitant drugs were added and event severe and permanent injuries updated with events severe and persistent pelvic, abdominal pain, irregular menstrual cycles that got worse after essure, abnormal bleeding that got worse after essure, ovarian cyst, vaginal pressure and irritation, depression, malposition of right essure coil, memory issues, brain fog, forgetfulness. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.